Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air) alarm occurred on an amia automated pd cycler set. This alarm occurred during set-up while the device was in priming. The patient was not connected. The renal therapy service agent reviewed the alarm. The patient stated that the setup looked fine and all the connections were fine. The patient stated when they took the supplies down, they noticed there was wetness on the floor. The patient stated that they were not sure where the leak came from as the connections, bags and the cassette were not wet. There was no patient injury or medical intervention associated with this event. No additional information is available.